Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. In this case, it is possible that the patient¿s anatomical condition of the lesion (plaque) contributed to the reported issue however, this cannot be confirmed. Based on the information provided and because the device was not returned for analysis, a conclusive cause for the reported difficulties and patient effect(s), and the relationship to product, if any cannot be determined. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. H6 correction: medical device problem code 4007 updated to 2682.

Event description:
It was reported that the unspecified xience sierra stent is not having enough radial strength to deploy and once implanted plaque prolapse is observed. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, b6, d6: dates estimated. D4: the UDI is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. In this case, it is possible that the patient¿s anatomical condition of the lesion (plaque) contributed to the reported issue however, this cannot be confirmed. Based on the information provided and because the device was not returned for analysis, a conclusive cause for the reported difficulties and patient effect(s), and the relationship to product, if any cannot be determined. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.